Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: dtma1d1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that the right ventricular (rv) lead triggered a lead integrity alert (lia). The lead exhibited noise oversensing and varying impedance in the last 60 days. The lead was explanted and replaced. It was further reported that during the rv lead laser removal, the left ventricular (lv) lead insulation was damaged. The lead was repaired and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.